Event description:
It was reported that balloon rupture occurred. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure. It was further reported that the target lesion was located in the moderately tortuous and severely calcified iliac with 99% stenosis.